Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this disposable pressure transducer with vamp, the pressure tubing between the dpt housing and vamp detached from the vamp side. There was 3-5ml of blood loss. There was no allegation of patient injury.

Manufacturer narrative:
One disposable pressure transducer with vamp was received by our product evaluation laboratory for a full examination. The report of pressure tubing detached was confirmed. As received, the pressure tubing had been completely detached from the bond joint with the vamp adult reservoir. Indication of bonding material was evident at the reservoir bond surface area. Mating parts of the pressure tubing were not returned. Also, the pressure tubing was found completely broken from the bond joint between pressure tubing and vamp adult reservoir stopcock. The pressure tubing was visible at the bond joint. Cross surfaces of broken tubing appeared rough and uneven. Based on further engineering evaluation, there are manufacturing controls to avoid potential causes related to the reported malfunction. However, no specific root cause could be established. Nevertheless, the manufacturing personnel has been notified in order to avoid the occurrence of similar events. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. All events will continue to be reviewed and monitored.